Manufacturer narrative:
(B)(6). A review of the device history records were performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. Two sterile blades were returned for evaluation. Blade was evaluated for the cause of shedding. Blade exhibited some friction associated with a protrusion at the tip radius transition. A change to the fabrication process for the inner blade has been put in place, which eliminates the splay condition and eliminates the protrusion at the tip radius, which is the cause of the problem. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During an unknown procedure, it was reported that the blade was shedding within the joint. The surgeon managed to flush out all debris via irrigation and no debris remained. There was no specified time delay.